Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving shocks. Upon interrogation, lead dislodgement into the atrium and inappropriate oversensing were observed. Lead was repositioned.